Manufacturer narrative:
Follow-up #1: date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2017 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was opened and no contamination was found under button contacts. There was moisture observed in the battery compartment. A leak test confirmed a leak in a battery compartment crack. The pump was opened and there was no evidence of moisture inside the pump. The complaint of under responsive keypad buttons was not duplicated during investigation however, moisture in the battery compartment was confirmed. Unrelated to the original complaint, investigation revealed a dim discolored display.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.